Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17312809) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter was tried to perform a percutaneous transluminal angioplasty (pta). However, it ruptured at 3-atmosphere pressure (atm). There was no reported patient injury. Therefore, it was replaced with a new saber rx pta balloon catheter (3mm) and the pta was performed. Additionally, another saber pta balloon catheter (4mm) was used for the pta and the procedure was completed. The lesion was the brachial artery. Initially, this was a percutaneous transluminal angioplasty (pta) case. An approach was made with a 5f sheath. After, a non-cordis guidewire crossed the lesion. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The product was removed intact (in one piece) from the patient. The device will not be return for analysis as it has been discarded by a nurse.

Manufacturer narrative:
As reported, the physician attempted to perform a percutaneous transluminal angioplasty (pta) with a 2.5x150mm saber rx balloon catheter; however, it ruptured at three (3) atmosphere pressures (atm). Therefore, it was replaced with a new saber rx pta balloon catheter (3mm) and the pta was performed. Additionally, another saber pta balloon catheter (4mm) was used for the pta and the procedure was completed. There was no reported patient injury. The lesion was the brachial artery. Initially, this was a pta case. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. An approach was made with a 5f sheath. After, a non-cordis guidewire crossed the lesion. There was no difficulty tracking the saber rx balloon catheter through the vessel or lesion. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17312809 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.